Manufacturer narrative:
The product evaluation found the communication connector at the pc not perfectly plugged. Replacement of external cord and re-connection of com connector enabled the system to be returned to specifications passing system checkout per sp-st-0002. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 2 of 2, see related medwatch report numbers: 0001920664-2023-70114.

Manufacturer narrative:
The product evaluation was completed. The system was fully tested. The external power cord was replaced. Analysis of recent logfiles were performed. Three cases found xxx03 and/or xxx04 errors which were random malfunctions (not permanent). Investigation/check of all internal connections. The com connector at the pc was not perfectly plugged. The system was tested in user mode. The pressurized infusion & adaptive fluidics were ok. The ultrasound/coagulation/vacuum values/f/ax pressure/viscous fluid injection, vacuum & pressure were ok. All the readings were within specifications, and all functional tests passed. The laser testing and system check were ok. The electrical safety test performed. The system checks out per our field service test procedure. Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in france reported there was an unexpected system shutdown during surgery for two different surgeons, occurring during a non-critical phase. No further issues were experienced since the system was last checked by an engineer. This report is for the second surgeon.